Event description:
On (B)(6) 2013, the lay user/patient in (B)(6), contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The patient obtained the blood glucose readings of 1.4 mmol/l and 5.6 mmol/l on the reported meter within 20 minutes. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, and the test results fell outside expected values for precision testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however the evaluation process has not yet been completed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.